Manufacturer narrative:
The device was not returned to edwards for evaluation. Image evaluation: customer reports of calcification and endocarditis were unable to be confirmed through image evaluation. One color photo of explanted valve outflow aspect was provided. X-ray analysis is required for calcification evaluation. Valve appeared to have unknown material growing between two of the leaflets and on the outflow surfaces of the leaflets. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported and learned from medical records that a 21mm 11500a aortic valve was explanted after implant duration of five (5) years, eight (8) months, due to severe aortic stenosis, calcification, mild aortic regurgitation, and restricted leaflet motion. The explanted device was replaced with a 23mm non-edwards mechanical valve. Patient also underwent re-do mitral valve replacement during the operation with a non-edwards mechanical valve. The patient was transferred to ICU in stable condition. Per medical records, patient presented with shortness of breath, fatigue, and exercise intolerance. Tee demonstrated aortic valve with calcific degeneration, mild regurgitation, and moderate to severe restricted motion. Upon inspection, the 21mm 11500a valve was noted to have heavily calcified leaflets that did not move. Patient tolerated the procedure well. There were no complications. The patient was transferred to the ICU in stable condition. In ICU patient went into v-fib arrest, s/p dual-chamber pacemaker. The patient discharged pod# 9. Per pathology report: bioprosthetic valve with 3 leaflets present. One of the leaflets is focally disrupted on one aspect. All three leaflets have mild areas of lobulated calcifications throughout. The remaining intact leaflets are freely mobile.

Manufacturer narrative:
Added information to h6 and h11. Image evaluation: customer reports of calcification, stenosis, regurgitation, and restricted leaflet motion were unable to be confirmed through image evaluation. One color photo of explanted valve outflow aspect was provided. X-ray analysis is required for calcification evaluation. Valve appeared to have unknown material growing between two of the leaflets and on the outflow surfaces of the leaflets. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.